Event description:
Customer reported that she received a replacement pump due to high blood glucose levels and a hospitalization one and a half years prior to the call. Customer reported that approximately 18 months before the call, she went to the emergency room with a blood glucose level over 700 mg/dl. Customer reported that the insulin pump was not able to determine the blood glucose level, it had to be done through blood work. Customer was admitted to the hospital and relased the next day. Blood glucose level was 91 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit had cracked reservoir tube lip.(B)(4)